Event description:
One canister was found cracked during a case and was disposed of. A new canister was used and the procedure continued without incident. Upon inspecting the remaining inventory, a penumbra sales representative found three more cracked canisters and removed them from inventory. The cracked canisters were disposed of.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.